Event description:
Related manufacturer report number 2017865-2021-40137. It was reported that premature battery depletion was suspected on the device resulting in the patient experiencing dizziness. Additionally, noise resulting in oversensing was noted on the right ventricular (rv) lead suspected to be due to electromagnetic interference (emi). Abbott technical services was contacted, session records were reviewed, and premature battery depletion could not be ruled out. Provocative testing was performed, however, the noise was unable to be reproduced. The device was explanted and replaced to resolve the event. The patient was in stable condition.